Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, discomfort, inflammation in and around hip implant, soreness, dysfunction, loss of range of motion, elevated metal ion levels, metallosis, metal poisoning, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for revision was metal reaction, discomfort, elevated metal ions, and a pseudotumor consistent with metallosis. Operative report further noted a black cystic structure, large metallosis cyst with large amount of black stained bursal type membrane and necrotic fat, large volume of gray black fluid and tissue, hole in trochanter due to erosion from metallosis, black, soft, and granulomantous material, extensive metallosis staining, and multiple large cysts. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034 -2015-01168 & 01169).

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, discomfort, inflammation in and around hip implant, soreness, dysfunction, loss of range of motion, elevated metal ion levels, metallosis, metal poisoning, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.